Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) prematurely separated from the delivery catheter after fixation. The lp measurements were stable and the lp was implanted. The patient was in stable condition.